Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report. Not returned.

Manufacturer narrative:
An event regarding tibial implant subsidence involving a triathlon mis baseplate was reported. The event was not confirmed. Device evaluation not performed as no devices were returned for review. Medical evaluation not performed as no medical records were provided. Device history review. The device was manufactured and accepted into stock with no reported discrepancies. Complaint history review. There have been no other events for the lot referenced. The exact cause of the event could not be determined because insufficient information was provided. No further investigation for this event is possible at this time.

Event description:
It was reported that due to subsidence of tibial implant, the implant was revised.

Event description:
It was reported that due to subsidence of tibial implant, the implant was revised.